Event description:
It was reported the 512s was used during a laraposcopic cholecystectomy. It was reported by the affiliate the safety reset button would not set properly. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50182. Device-b. D5,6; h4: info not available. Based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. Two obturators were rec'd in good condition. Obturator a was tested and found to arm and retract properly. No anomalies could be identified during testing.